Event description:
It was reported to philips that the heartstart xl defibrillator turns off. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the monitor of the emergency cart turns off. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end of life terms and the device remains at the customer site. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of life and replacement parts are no longer available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.